Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, during removal of the rf3 sheath, an angiogram revealed a perforation to the patient's femoral artery. Per report, at the beginning of the procedure the physician had been unable to advance the 28f dilator and it was decided to introduce the 24f sheath instead. The 24f sheath was then placed into the left common femoral artery also with some difficulty. The rf3 delivery device and the 26mm sapien valve was then able to be introduced and the valve was deployed without any difficulty. However, once the valve was deployed and the rf3 sheath was removed the patient became hypotensive. A balloon was inserted from the contralateral side and placed into left common iliac to occlude flow. Contrast was then injected through sheath which showed extravasation of contrast. Three atrium covered stents were placed through the sheath with continued extravasation. An additional sheath was placed into the right femoral artery for the insertion of a coda balloon. The coda balloon was introduced and inflated. The balloon in the common iliac was removed and an additional angio was done which showed contrast extravasation. A vascular surgeon was then called for repair of the vessel. The patient received 5+ units of blood, the vessel was repaired, and patient was sent in stable condition to the ICU.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. In addition, a device history record (DHR) review was not required/performed per sop 5101 as there was no allegation of product malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the access vessel was 8.0mm and was noted to be mildly tortuous with no calcification. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it was likely related to the borderline vessel size in combination with calcification and/or tortuosity that may not have been appreciable on imaging. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.